Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8 - was device serviced by third party?, h7 - if remedial action initiated, h9 - corrective action #. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Seal & cut output was performed with nothing grasped in the gripping area (including after the tissue was cut), which caused some of the tissue pad to peel off. 2. The tissue pad was damaged due to some kind of stress being applied to it after it came off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the polytetrafluoroethylene pad peeled off of the subject device. The issue occurred during a therapeutic laparoscopic liver resection that was able to be completed using a similar device. There were no reports of patient harm.